Event description:
The child allegedly removed the thermovent from her tracheostomy tube reportedly to get attention from her caregiver. The child has removed the filter media from the filter housing on more than one occasion. On 5/12/97, the child was found choking on the filter which she had removed. The caregiver removed the filter media and there was no injury.